Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) value of 50 mg/dl after delivering a bolus based off of an inaccurate bg value. Juice and carbohydrates was consumed to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.